Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the event likely occurred because inappropriate material adhered to the scope connector contact point, inhibiting communication. As stated in the instructions for use, as a preventive measure, "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction."

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. After removing the scope and cleaning the scope pins with alcohol, at the direction of technical support, the issue was resolved. A definitive cause for the reported problem was not determined.

Event description:
A user facility reported to olympus that a "b30" error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.